Event description:
It was reported that there was no capture and the output set on the device is not being delivered. The device was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the high rate cover, upper case, control knobs, lower case, heart wire block, battery drawer, two battery latches, two side bail covers, ring cover, heart wire contacts, two side bails, ring and main keypad were contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.